Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. The aus was not working. Fluid loss was observed due to a hole in the cuff. The cuff was around the corpora instead of the urethra. The aus was explanted. There were no additional patient complications reported.